Event description:
A gcx articulating arm was mounted to an apollo anesthesia machine. A pt monitor released from the gcx articulating arm and struck the crna in her neck and shoulder. No serious injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be reported in a f/u report.